Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 300 mg/dl. Contact stated that they are working with the customer's health care professional on the pump settings, and believe the pump was functioning as intended. Customer delivered a bolus to bring bg levels back to target range.